Manufacturer narrative:
Concomitant medical products: model number/catalog number: sc-2316-70, serial number: (B)(4), batch/lot number: 19993276, model/catalog description: infinion 16 lead kit 70 cm. The explanted devices was not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patients leads had high impedances. The patient underwent a lead replacement procedure.